Manufacturer narrative:
Insulin pump passed self-test, unexpected restart error test and displacement test. No unexpected unexpected restart error alarm or reset time/date anomaly after change battery noted during testing..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that insulin pump had unexpected restart and external ram crc error after battery changing battery. Customer¿s blood glucose was 103mg/dl at time of incident. Customer performed troubleshoot but alarm occurred again. Insulin pump will be return for analysis.